Event description:
Patient 7 of 14: it was reported while using bd vacutainer® sst¿ blood collection tubes, 1 patient had erroneous progesterone results when compared to a tube without gel. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter phone #:(B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.